Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this pacemaker was not successfully implanted due to suspected issues with the right ventricular (rv) port. It was reported that when the rv lead was connected to the device there was oversensed noise and high out-of-range impedance measurements. The rv lead connects were confirmed to be secure and tight. The rv lead was removed and visual inspection of the rv port was unremarkable. The lead was reconnected to the device and the clinical observations returned. The right atrial (ra) lead which was artifact free was then connected to the rv port and the clinical observations returned. Both ra and rv leads were artifact free and normal impedance measurements through the pacing system analyzer (psa). At this point, the physician suspected an issue with the device and requested a new one. The device was replaced without incident and will be returned for analysis.

Event description:
It was reported that this pacemaker was not successfully implanted due to suspected issues with the right ventricular (rv) port. It was reported that when the rv lead was connected to the device there was oversensed noise and high out-of-range impedance measurements. The rv lead connects were confirmed to be secure and tight. The rv lead was removed and visual inspection of the rv port was unremarkable. The lead was reconnected to the device and the clinical observations returned. The right atrial (ra) lead which was artifact free was then connected to the rv port and the clinical observations returned. Both ra and rv leads were artifact free and normal impedance measurements through the pacing system analyzer (psa). At this point, the physician suspected an issue with the device and requested a new one. The device was replaced without incident and will be returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. High powered visual inspection of the header and lead barrels noted no anomalies. There was a small hole in the right atrial (ra) seal plug. The right ventricular (rv) seal plug was intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.